Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Pt reports had a device put in 2011 and in 2018 had to put another one in because started shocking. Pt states the healthcare professional (hcp) said the lead wasn't long enough when they went in to replace the ins. Pt states shocking began closer to when they put the new ins in. Pt states around march or april of when new ins was placed. Pt states this all started around time of new ins. Pt states this started abruptly when out. Pt states the ins was placed 2018. Pt states during implant there was one lead that wouldn't connect so the ins wouldn't work and hasn't since the beginning and doesn't help back but legs some. Pt reports needs an MRI done but wont do it until completely charged and in MRI mode. Agent directed to hcp.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name specify; product ID 39565-65 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2011. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65 lot# serial# (B)(6); implanted: (B)(6) 2011 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was patient said at the time they put it in there was only one lead connected and the stimulator has not worked from the get go, it just did not cover back at all but would help their legs some but now it doesn't do anything. Pt stated they didn't know if the issue with the lead caused it to shock as the hcp said lead was not long enough. Patient service specialist asked event date and patient said it was probably close to when the new battery was put in because it continually shocked them and it just abruptly started when the patient was out one day. The patient was redirected to their healthcare provider to further address the issue. Pt states her device is now not working because it hadn't been charged. Pt mentioned they just wanted the device taken out.